Manufacturer narrative:
This correction report is being filed to correct the device eval by MFR field, device not eval by MFR code, evaluation conclusion code and correction/removal reporting number fields. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a voltage alert was noted upon interrogating this pacemaker. After the voltage alert was cleared, there was battery capacity depleted message that was noted. The pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that a voltage alert was noted upon interrogating this pacemaker. After the voltage alert was cleared, there was battery capacity depleted message that was noted. The pacemaker was explanted. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.